Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the right atrial (ra) lead was attempted to be fixed in the ra channel but was unsuccessful. Moreover, bending of the ra lead was noted when it was extracted. A new ra lead was used to resolve the event. The patient was stable with no consequences.

Event description:
Additional information received that the observed event was that the physician could not implant the right atrial lead.

Manufacturer narrative:
The reported events for a twisted lead body insulation and unable to implant were not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies to the lead body insulation. All damages found were consistent with procedure damage. Electrical testing did not find any indication of conductor fractures or internal shorts.